Manufacturer narrative:
The customer reported that higher than expected vitros bhcg results were obtained from a single level of non-vitros biorad liquichek immunoassay plus controls, lot 1003900, when using vitros beta human chorionic gonadotropin (bhcg) reagent lot 4600, on a vitros xt7600 system. The investigation concluded the assignable cause for the elevated vitros bhcg control results was suboptimal calibrations caused by user error. The customer had improperly reconstituted the vitros bhcg lot 4600 calibrator fluids with 2.0 ml of fs diluent. The vitros bhcg reagent and calibrators instructions for use (IFU) specifies the vitros bhcg calibrators are supplied freeze-dried and are reconstituted with 1.0 ml of distilled water. The customer is using incorrect calibrator reconstitution by using an incorrect volume of an incorrect diluent to reconstitute the affected calibrators. The investigation could not rule out that patient samples would not be affected if the event recurred undetected. Acceptable performance was obtained using a calibration generated from properly reconstituted vitros bhcg calibrators.

Event description:
The customer reported that higher than expected vitros bhcg results were obtained from a single level of non-vitros biorad liquichek immunoassay plus controls, lot 1003900, when using vitros bhcg reagent lot 4600, on a vitros xt7600 system. Biorad l1 vitros bhcg results of 7.79, 7.54, 7.88, 8.12 and 7.95 miu/ml vs. The biorad lot 1003900 package insert target of 4.59 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros bhcg results were obtained from non-patient quality control fluids. The customer did not process any patient samples, since the biorad control results were outside the pi ranges for those fluids. There was no allegation of harm. This report is number three of three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).